Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was not feeling well and was experiencing heart palpitations. The pulse generator exhibited loss of atrial capture and intermittent atrial sensing. The device was reprogrammed and remained implanted. The patient had no subsequent issues.